Event description:
During induced hypothermia on a patient, a component inside the roller pump of the thermogard hq console (sn (B)(6) broke, creating a sharp edge. This sharp edge cut the roller tubing on the start-up kit (suk), causing saline to leak onto the floor. As a result, an air trap alarm was triggered, and the cooling process for the patient was stopped. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released the thermogard hq temp mgt console (sn (B)(6) was investigated by zoll service personnel at the customer's site. The reported complaint that the thermogard hq console displayed an air trap alarm after saline leaked from the start-up kit (suk) was confirmed in the system's log data file. A visual-functional inspection confirmed the reported complaint that a component inside the roller pump of the thermogard hq console broke, creating a sharp edge and causing a cut in the roller tubing on the suk and saline leakage. The root cause was the broken white roller guide on the calibrated pump rotor. Reviewing the event log showed no hard error messages, but it revealed multiple "alarm_air_trap_warning" (1.5) alerts noted around the reported event date, confirming the reported complaint. The preliminary functional test was not performed due to the broken white roller guide. The console's calibrated rotor, collet, and pump knob were all replaced because dried saline was found in the rotor assembly, resulting from the saline spill in the raceway. After these replacements, the thermogard hq console successfully passed both the preliminary and subsequent functional tests. Following service, the thermogard hq system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard hq temp mgt console with serial number (B)(6).